Manufacturer narrative:
H4: MFR. Date = 11/00/95. The insert could not be snapped into position because of the deformed snap tab. This damage is consistent with downwards force being applied to the insert before it is sufficiently far back to engage correctly with the posterior retaining flanges of the baseplate.

Event description:
Reported stated, the tibial insert would not fit peroperly in the baseplate. There was no adverse consequence for the pt or delay in surgery or anesthesia time.